Event description:
It was reported that a treatment provider burned themselves while testing with xerf. Xerf handpiece was also leaking ICD out of the tip and cannisters were registering empty even when half full. On 17 march 2026, a trained cynosure lutronic field service engineer (fse) went to the site and performed a device evaluation. Fse observed device was connected to extended outlet adapter with multiple devices connected. Advised site to move device from adapter to a direct outlet connection. Fse then inspected the handpiece and did not find any damage visibly or internally. Fse inserted cryo into the device and saw it immediately leaking from the handpiece. To resolve the issue, fse replaced the handpiece. Fse notes that the client was not fully trained. A member of the cynosure lutronic clinical team contacted the site to further investigate the event. Site shared that the initial training scheduled for february 19, 2026 was not completed due to technical issues. A retraining session was completed on march 19, 2026. Although additional information was requested, there was no additional information made available from the customer site despite multiple requests from cynosure lutronic clinical. As a result, exact treatment settings remain unknown. Based on the limited information available, the cause of the reported side effect cannot be determined. The event is reportable per FDA medical device reporting title 21 cfr part 803 since a malfunction occurred and could likely cause or contribute to a serious injury if the malfunction were to recur.